Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of catheter leak. Block h10: investigation result. The returned uromax balloon device was analyzed, and the balloon was not folded which indicates that the device was subjected to positive pressure. It was also noted a balloon pinhole located approximately 9mm proximal of the distal markerband and the rated burst pressure of this device was at 20 atmospheres. There was no damage found on the tip and shaft of the device. Additionally, no issues found on the markerbands. Both markerbands were undamaged and in the correct position of the shaft of the device. With all the available information, the investigation found that this is not a new failure type, and the risk is anticipated. There is no evidence of a manufacturing issue, design or user issue which could have caused the complaint. This device was used during retrograde intrarenal surgery (rirs) to treat kidney stones. The pinhole in the balloon material most probably occurred due to an interaction between the balloon and the kidney stones during the procedure. Therefore, the most probable caused is adverse event related to patient condition.

Event description:
It was reported that a uromax ultra dilation balloon catheter device was used during a retrograde intrarenal surgery (rirs) procedure. During the procedure, the contrast media was leaked from the balloon catheter. The procedure was completed with another of the same device with no patient complications. Analysis of the returned device identified a pinhole in the catheter.